Manufacturer narrative:
Microsensor was not returned for evaluation (as per customer, product not available), and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor was reading negative values after being implanted for some time. No patient injury or consequences. No additional information was provided after several attempts.